Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Problem code 2906 captures the reportable event of clip did not come off the base. Investigation results. A visual examination of the returned complaint device revealed that the clip assembly and the spring were returned with the device. It was noticed that the clip arms were not aligned. The proximal end of the control wire was not attached to the crimp sleeve. The braid wire had no kinks; however, there was evidence of a kink in the proximal section of the control wire. Additionally, the spool was opened and the crimp sleeve was properly seated within the spool. Functional analysis could not be performed due to the returned condition of the device. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the resolution clip did not come off the base. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the resolution clip did not come off the base. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.